Event description:
It was reported that during a liver ablation procedure, output could not be increased beyond 110 w. Despite continuing the ablation at this output for several minutes, there was no break, and no bubbles appeared on the ultrasound. The needle was replaced with another lot and second counter electrode was added, but there was no significant change. The generator was tested with a test kit and no issues were found, suggesting the problem might be with the needle. Due to the patient's tissue condition, the procedure was ended in the middle and ablated with emprint at a later date.

Manufacturer narrative:
D10 concomitant products: rfa2030, rfa2030 rfa elec sgl 20cmx3cm x1 (lot#:42760276x), rfa2030, rfa2030 rfa elec sgl 20cmx3cm x1 (lot#:50420191x), rfapad, rfa grounding pad (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. All inspection cr iteria passed, including cleanliness, aesthetics, cosmetics, and preventative maintenance. There were no signs of misassembly, incorrect configuration, or damaged components. The foil showed no discoloration under light box inspection, nor signs of degradation. The gel was both present and intact, with no lifting. The aluminum foil/polyester laminate was free of creases, tears, or voids. Both the tab cover and plug connector were properly assembled, and the cord insulation maintained full integrity. However, the pad was returned without a pad cover, which resulted in the gel drying out. This caused the electrical resistance across the pad to exceed specification limits. Elevated resistance is a known and expected effect of gel desiccation and is not considered a product defect. To rule out misassembly, the term cover was removed and the pad was re-evaluated, confirming correct assembly. It was reported that there was a device related aborted procedure. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (UDI), g3, h3. H3: evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Resistance across the pads were found to meet specification. The electrodes were successfully used to ablate a porcine kidney. It was reported that during a liver ablation procedure, output could not be increased beyond 110w. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Correction: UDI was unknown and should be left blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a liver ablation procedure, output could not be increased beyond 110w. Despite continuing the ablation at this output for several minutes, there was no break, and no bubbles appeared on the ultrasound. The needle was replaced with another lot, and second counter electrode was added, but there was no significant change. The generator was tested with a test kit, and no issues were found, suggesting the problem might be with the needle. Due to the patient's tissue condition, the procedure was ended in the middle and ablated with emprint at a later date. Patient was already put under anesthesia at the time of the issue.